Event description:
Per the surgeon's report, this pt developed a skin flap infection shortly after her cochlear implant surgery. The surgery explanted the device in 2006. It is not known if the pt will be reimplanted.

Manufacturer narrative:
This type of event is addressed in the device labelling.